Event description:
Customer received a motor error alarm while changing the infusion set, which she states happened numerous times. Customer's blood glucose level was 95 mg/dl. Troubleshooting was done and it was advised that pump would need to be returned. Advised customer to revert to back up plan per healthy care provider instructions. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test and also alarmed motor error during the basic occlusion test due to faulty force sensor. The motor was tested outside of the device and passed the test. The unit had cracked case at the display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube and cracked reservoir tube lip. The unit had moisture damage on the lcd board.